Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports the implant placed failed to stabilize upon insertion. Another implant was not successfully placed in the same site on the same day. The implant will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports the implant placed failed to stabilize upon insertion. Another implant was not successfully placed in the same site on the same day. The implant will be forwarded to the manufacturer for investigation. There were no reported complications.